Manufacturer narrative:
Additional information was received that the device was not contaminated with chemotherapy and therefore the device was able to be evaluated further. A visual inspection was performed and a separation was noted between the tubing and male luer of the returned sample. Further visual inspection of the component joints observed that the tubing was opaque in areas which is evidence that the solvent was not applied uniformly. The reported condition was verified. The cause of the reported condition is a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink continu-flo solution administration set broke. It was further reported that the tubing "fell apart" and appeared to be separated/cut apart. This was observed during an infusion of saline. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed to the sample using the naked eye. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was not performed as the sample was contaminated with chemotherapy drug and could not be taken out of the bag. Therefore, the reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.